Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that after the device was moved to the lower left back the patient had a lot of issues with it and was in constant pain. The patient had complained to numerous people. The patient continued to do what he was told until late fall of 2014 when his pain medications were a ridiculous amount. The patient had gone from (B)(6). Now, the patient had it confirmed and to being implanted wrong and replaced. The patient wished he had never had it implanted.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that when the patient ¿turned it on for his feet, it ended up hurting his back.¿ it was noted that this issue had been happening since this implantable neurostimulator (ins) was implanted. Before implant, the patient went to the healthcare professional¿s office to get injections in his back and he was only on acetaminophen/hydrocodone. After implant, the patient was on hydromorphone and either oxycodone or morphine. At one point, the patient was on 300mg of either oxycodone or morphine, and 40mg of hydromorphone. It was reported that the patient had lost so much weight that he had to ¿cut it down¿ himself because he ¿thought he was going to die.¿ it had been nothing but downhill since the ins was put in, and the patient was worse off now than he was prior to implant. It was further reported that the patient still could not sit down well, he could feel it if he was walking, his lower back hurt, and the patient needed to be given more medication after a pocket revision in (B)(6) 2011 (see manufacturer's¿s report 3004209178-2015-25020). It was later reported that the patient had a replacement surgery on (B)(6) 2015. No outcome or troubleshooting was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient¿s indications for use included multiple back operations. (B)(4)

Manufacturer narrative:
Event date corrected from 2011-02-16 to (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient reported that steps taken to resolve the issue about the lower back hurting included pain medications and the unit was changed so that the patient could get an MRI because it was "installed badly." The issue about the lower back hurting had not been resolved.

Event description:
Additional information received from the consumer reported his hip hurt in addition to his lower back pain.